Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 41 mg/dl and 170 mg/dl. Customer reported that the insulin pump alarm was not alarming him last night he had low blood glucose and insulin pump did not beep or vibrate alert on low. Customer was treated with food and glucose tablets. Customer assisted with performing a self test. Insulin pump vibrated during the vibrate test portion of the self test and it was passed. The insulin pump will not be returned for analysis.